Event description:
On a hlx 2000 surgical light configuration, the sterilizable handle support of the camera holder dropped onto the pt's forehead during a surgical procedure. The customer reported that the pt delveoped a bump on the forehead.